Event description:
Leica biosystems received a complaint regarding sub-optimal processing of tissue in approximately 185 blocks from a processing run, which completed successfully in retort a, using peloris 11 tissue processor serial number (B)(4). The complainant described the affected tissue samples as "mushy"; and indicated that a portion of the affected tissue samples were not diagnosable. On (B)(6) 2014, leica biosystems received information that a tissue sample had been referred to another organization for a consult, and the status of this sample remained outstanding. Information as to whether re-biopsy was either required and/or had been performed was not available. On (B)(6) 2014, leica biosystem received information that the externally referred tissue sample was derived from a neck mass; the consult report did not provide a definitive diagnosis and recommended re-biopsy and that a liver biopsy had subsequently been performed at another facility. Specific details of the age and gender of the pt involved, and an identifier have been sought from the complainant laboratory.

Manufacturer narrative:
The sub-optimal tissue processing reported was derived from the "5 hour test" protocol started in retort a at 22:13pm on (B)(6) 2013. This protocol comprised 182 cassettes, according to the information entered into the instrument software by a user. Investigation of this complaint found that the instrument operated within specification during execution of the "5 hour test" protocol started in retort a at 22:13pm on (B)(6) 2013, from which sub-optimal tissue processing was reported. No use error(s) was identified in the interaction between the user end and the instrument either prior to, or during, execution of the "5 hour test" protocol started in retort a at 22:13pm on (B)(6) 2013, from which sub-optimal tissue processing was reported. The root cause of the sub-optimal tissue processing reported by the complainant could not be determined from the information available.